Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 155 mg/dl. The customer states that he is in (B)(6) and he thinks that it is the humidity but his insulin pump will not function and button are not responding. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, broken reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and cracked battery tube threads. Moisture damage was noted on the liquid crystal display isolation tape.